Event description:
It was reported that the pt had an infection in the lower back. The pump and catheter were removed. Per the reporter, "they grew cultures on the catheter"; results were not provided. Three months after blood work and MRI were done the pt was cleared to have a new pump and catheter implanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.